Event description:
An intravascular ultrasound (ivus) imaging catheter was inserted for post-procedure imaging (stills) of a stent placement and became lodged in the stent unable to be retracted or advanced. The physician mentioned that the stent might have been undersized for the vessel. A balloon catheter was inserted to inflate the "insufficiently deployed stent" further, but the imaging catheter was still stuck. Then the proximal end of the imaging catheter was cut off and a guide catheter was inserted over the imaging catheter to provide add'l mechanical support but the imaging catheter still could not be advanced or retracted. A larger sized guide catheter was inserted over the imaging catheter and advanced all the way through the stent. The imaging catheter was then "yanked" back and was removed from the pt.

Manufacturer narrative:
Not available since the proximal hub was cut off during removal from pt.